Event description:
It was reported that the patient was experiencing dizziness, felt weak all over and had trouble speaking. It was noted that the right atrial (ra) lead was exhibiting possible far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation: 5054-58 lead; implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.